Event description:
Phlebotomist drew 3 tubes on pt with blood collection set and did not use a holder. When she pulled out the luer end of the blood collection set from the tube with her fingers, the needle end of the luer disengaged from the hub of the blood collection set, causing blood to splash up into her face and eyes. She will be having her blood drawn to test for disease. No customer samples received. Lot number is unknown. No further action at this time. It was emphasized to the customer that bd does not recommed the use of blood collection sets be used without holders. Customer informed bd that it is in their procedures to comply with the use of holders and blood collection sets. The phlebotomist obviously did not follow procedures and a meeting will take place for all phlebotomists to attend on the imperative use of holders with a blood collection set.